Event description:
It was reported that the user experienced elevated blood glucose while using the ilet bionic pancreas, with readings around 189 mg/dl on the device and 180 mg/dl by fingerstick after a meal announcement and subsequent grape intake; the device was delivering correction doses per the algorithm. Symptoms included hyperglycemia without additional clinical manifestations. Outcomes included self-monitoring at home without medical intervention or hospitalization. Investigation included review of device-reported data and troubleshooting with education on algorithmic correction timing. Investigation of this case revealed device performance consistent with design and a plausible post-prandial rise associated with additional carbohydrate intake. It was concluded that the event was consistent with transient hyperglycemia with cause not fully defined and with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.